Event description:
A trilogy ev300 ventilator was reported to have a pre-existing fault that was detected on initial inspection of the device during evaluation at a third-party service center. The device was reported to have failed the pressure verification in the system setup test. There was no patient involvement, and no harm or injury reported. Troubleshooting of the issue found that the tubing from the proximal port to the pressure sensor on the system board was not securely attached, causing a leak and a failed pressure test. The tubing has now been firmly re-attached, then performed a complete pvt as per the mfg's specifications. All tests and calibrations were found to be in spec or passed tests. Device placed back into full clinical service and is ready for patient use.